Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h4, h6 and h10 corrected fields: d9, e1, e2, e3, g2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction no output signal, non-working front panel switches and broken power switch were confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: poor appearance of power supply unit and the power was not repaired by olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed due to failures of the printed circuit board and main board. Additionally, it is presumed that the front panel switches does not function due to a failure of the power supply switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the video system center front panel switches were not functioning. The issue was during inspection for use for a procedure and it was completed with a similar device. There was no patient harm or user injury reported.